Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained high blood glucose with a reported value of 470 mg/dl while using the ilet with inset infusion sets, suspected an occlusion after tubing was wrapped around a belt clip, and required multiple full supply changes to resume insulin delivery; one deployer event occurred when the needle guard was twisted off and the site separated, and the device problem was characterized as obstruction of flow associated with the connector/coupler component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included delay to treatment/therapy and minor illness/impairment without hospitalization. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed a deformation problem consistent with an obstruction of flow involving the connector/coupler, and glucose values began to trend down after supply changes. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.